Manufacturer narrative:
Customer's meter (B)(4) was returned and tested with returned test strips lot # 49000. The complaint was not confirmed and no new issues were observed. All results were within the range specification.

Manufacturer narrative:
Initial 30-day report was incorrectly populated. Correct date of event is (B)(6) 2012. Customer's meter (B)(4) was returned and tested with returned test strips lot # 49000. The complaint was not confirmed and no new issues were observed. All results were within the range specification. Additionally, the reported reading of 355mg/dl (19.7 mmol/l) was found in the internal memory log of the meter.

Manufacturer narrative:
(B)(4).

Event description:
A heath professional reported receiving inaccurate readings on their adc blood glucose meter. Health professional reported receiving a reading of 19.7 mmol/l compared to a lab result of 5.3 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.